Event description:
Device 1 of 2. Reference MFR. Report # 1627487-2013-19434. It was reported the patient has not used or charged her scs system for approximately two years. The patient reported the scs system did not help her. The patient refused troubleshooting.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.